Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker dependent patient presented via merlin.net with palpitations, it was observed that the device had gone into backup vvi due to premature battery depletion. The device could not be interrogated when the patient came into clinic. The physician elected to replace the device and the patient was stable throughout.

Manufacturer narrative:
The reported event of backup mode, unable to interrogate and premature depletion was confirmed. The device had no telemetry and no output when received. The device was cut open and tested on bench when the depletion in the battery was noted. High current drain was noted. Further testing was performed by separating the header from the case to perform a dye penetration test on the feedthrough component which revealed breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Because of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of backup mode, unable to interrogate and premature depletion was confirmed. The device had no telemetry and no output when received. Visual examination exhibited header delamination occurring between header and device can allowing body fluids to enter the header attachment area. The bench testing of the device revealed low impedance measurements on the feed-through pins. This occurred due to entry of body fluids in the delaminated area causing shorting between the feed through pins. The cause of the event may have been due to a manufacturing process anomaly. As a result of this finding, abbott is performing further investigation.